Event description:
Customer reported dark images on monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and was unable to duplicate the reported problem. System operates as intended.